Event description:
It was reported that during the follow-up visit, the pulse generator exhibited a diagnostics anomaly. After a device firmware download, normal function resumed. The patient was fine post event.

Manufacturer narrative:
(B)(4).